Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle tip broke. The fragment was retrieved and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the returned actual sample shows a strong bent up needle point area with a fracture at this area. During visual inspection under a light-microscope, several instrument marks were found over the needle point area which indicates that the needle was handled there. According to the IFU, ¿grasping in the point area could impair the penetration and cause fracture of the needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.¿in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.